Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was trying to adjust stimulation, but encountered poor communication and was unable to adjust stimulation. According to the caller the patient was set at 1.4 and was unable to increase. The poor communication was resolved after ensuring the antenna was secure in the programmer and the communication issue was resolved during the call by troubleshooting. When the ins was then checked using the patient programmer (pp) stimulation was found to be set to 1.4 on program 1, but stimulation was turned off. It was reviewed with the patient that the stimulation being turned off was likely the cause of the inability to adjust stimulation. After turning stimulation on the patient confirmed feeling comfortable stimulation, but was unsure how stimulation had been turned off. No patient symptoms were reported and the ins issues appeared resolved at the time of this report. No complications were reported or anticipated.